Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6. The event is confirmed. Visual examination of the provided images reveals the item number of the drill. No assessment can be made about the status of the device based on the picture of the instrument provided. The device history record was unable to be performed as the lot number of the device involved in the event is unknown. Medical records were not provided. The root cause is attributed to a failure to follow instructions. Per the surgical technique, the drill has a stop collar that needs to be inline with the drill guide. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that the physician assistant attempted to drill for the 3-peg patella, however, they drilled at a slight angle by mistake and the drill bit end broke off of the drill shaft. The surgical technique was utilized. There was no surgical delay. No foreign bodies were retained. Attempts have been made and all available information has been provided.

Manufacturer narrative:
(B)(4). H6: suggested component code: mechanical (g04) - drill. Customer has indicated that the product will not be returned to zimmer biomet for investigation as it was discarded. Once the investigation has been completed, a follow-up MDR will be submitted.